Event description:
It was reported that the patient was scheduled for a surgery for an unknown reason.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the patient's ipg was unable to communicate with external devices. As a result, surgical intervention was undertaken on 19jan2026 wherein the ipg was replaced to address the issue. Therapy was restored post-operatively.